Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: what was the condition of the patient immediately after the event? Critical. If critical, please explain. Currently in itu. Relevant test/lab data (submit results with this report): unknown. Relevant history/pre-existing medical conditions: unknown. Product implanted date (B)(6) 2014. The following information was requested, but unavailable: was anything unusual noticed during the first surgery? Did the surgeon or anyone else mentioned difficulties with the device during that surgery? Original procedure: during what kind of procedure was the device used? On what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur? What color cartridge was being used? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Patient: current status? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that after an unknown procedure the patient developed a leak three days post op at the gastric staple line. The patient was readmitted to another hospital (B)(6) with peritonitis and is currently on itu. The patient was noted to be in critical condition. Device has been discarded.